Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at home and experienced loss of consciousness. The patient's mother called an ambulance, the paramedics took blood pressure and preliminary testing but the reporter did know what exactly was done. The patient was taken to the hospital and they took a bg reading, it was documented that the values were ¿out of order¿. The cgm was reading 5.0 mmol/l and the blood glucose reading was 2.5 mmol/l. At the hospital they performed a chest x-ray for preliminary testing not related to dexcom as the patient also had a spot on his lung that he has had radiation. The x-ray was performed after the inaccuracy. At an unspecified time of the event during the hospitalization they also performed an MRI. There was no documentation about the treatment administered at the hospital nor by the paramedics. The patient was hospitalized from the (B)(6) 2023 due to rehabilitation, it could not be confirmed if the rehabilitation was only related to the inaccuracy event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.